Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref # (B)(4).

Event description:
It was reported a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a deflection issue occurred. It was reported that the thermocool® smart touch® sf bi-directional navigation catheter stopped fully deflecting towards the curve. The thermocool® smart touch® sf bi-directional navigation catheter was replaced with another one and the issue resolved. There was no patient consequence. The event has been assessed as not reportable since the potential that it could cause or contribute to death or serious injury or other significant adverse event is remote. On 11/26/2018, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (fal) for evaluation. Initial visual inspection identified, ¿reddish material in pebax, however, no internal parts exposed.¿ this finding is not reportable since the potential that it could cause or contribute to death or serious injury or other significant adverse event is remote. On 1/4/2019, further product analysis which included a scanning electron microscope (sem) analysis. The sem showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. This issue of a hole on the surface of the pebax has been assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction on 1/4/2019 and have reassessed this complaint as reportable.

Manufacturer narrative:
It was reported that the thermocool® smart touch® sf bi-directional navigation catheter stopped fully deflecting towards the curve. The thermocool® smart touch® sf bi-directional navigation catheter was replaced with another one and the issue resolved. There was no patient consequence. The event has been assessed as not reportable since the potential that it could cause or contribute to death or serious injury or other significant adverse event is remote. On 11/26/2018, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (fal) for evaluation. Initial visual inspection identified, ¿reddish material in pebax, however, no internal parts exposed.¿ this finding is not reportable since the potential that it could cause or contribute to death or serious injury or other significant adverse event is remote. On 1/4/2019, further product analysis which included a scanning electron microscope (sem) analysis. The sem showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. This issue of a hole on the surface of the pebax has been assessed as an MDR reportable malfunction. Device evaluation details: the device evaluation has been completed. The device was inspected and a reddish material was found inside the pebax. No internal parts exposed. Then, a deflection test was performed and it was found within specifications, the catheter was deflecting correctly. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).